Manufacturer narrative:
H6: investigation summary two photos were provided to our quality team for investigation. Through visual inspection, the package is observed to be damaged. During the packaging process, strips are automatically introduced into the secondary packaging. If this process fails, damage to the unit package can occur. A device history review was performed for lot 2209102, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues were identified related to this incident. While we could not identify a direct issue, it was determined the damage likely occurred due to a failure during the packaging process.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe packaging units had poor perforation. The following information was provided by the initial reporter: "according to the sales rep, the dotted line that keeps the blisters together cannot be torn easily. This means that when trying to separate one blister, the next is torn with it and the packages are damaged."

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe packaging units had poor perforation. The following information was provided by the initial reporter: "according to the sales rep, the dotted line that keeps the blisters together cannot be torn easily. This means that when trying to separate one blister, the next is torn with it and the packages are damaged."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.